Event description:
It was reported that the patient experienced temporary no flow. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified diagonal artery. A rotapro procedure was performed using a rotawire, rotapro console and two rotapro catheters. The physician encountered difficulties initially positioning of the guidewire. The rotapro catheters were used for ten minutes each without ablating through the lesion. The console seemed to lack efficiency. During removal of the rotawire, the radiopaque part of the guidewire fractured causing temporary chest pain. An unsuccessful attempt was made to retrieve the broken piece of guidewire using balloons. The radiopaque part of the guidewire remained in the patient. The patient experienced temporary no flow due to the procedure. The flow in the artery improved after a few non-compliant balloons were used. The artery was in the same condition as before the procedure and the patient condition was mildly worse than before the procedure.

Event description:
It was reported that the patient experienced temporary no flow. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified diagonal artery. A rotapro procedure was performed using a rotawire, rotapro console and two rotapro catheters. The physician encountered difficulties initially positioning of the guidewire. The rotapro catheters were used for ten minutes each without ablating through the lesion. The console seemed to lack efficiency. During removal of the rotawire, the radiopaque part of the guidewire fractured causing temporary chest pain. An unsuccessful attempt was made to retrieve the broken piece of guidewire using balloons. The radiopaque part of the guidewire remained in the patient. The patient experienced temporary no flow due to the procedure. The flow in the artery improved after a few non-compliant balloons were used. The artery was in the same condition as before the procedure and the patient condition was mildly worse than before the procedure. It was further reported that in regards to the physician statement that the console seemed to lack efficiency, the physician's opinion is that the console lacked power. However it was confirmed that the console rpm display was consistent to that of the set speed by the user.